Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported issue. It was determined that the printed wire assembly (pwa) board was the root cause. The pwa board was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited last error code 45984. The event occurred during testing, there was no patient involvement.